Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the clog was traced to component failure, whereas the most likely cause of the foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the gastrointestinal videoscope had foreign objects in the air/water tube, j-tube, and cylinder and a clog in the auxiliary water channel. There was no patient involvement.